Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated as part of the investigation into the reported issue. The analysis found that the software of the navigation system functioned as designed as the cutting window was set into the incorrect position. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the cutting window in the application software was displaying at different depths and trajectories within guidance views and the sagittal view. It was noted that the biopsy needle could be navigated but the cutting window was not confirmed to be precise. The cutting window was later reported to have been set in the middle of the cutting window, upon adjustment functionality was restored. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.